Event description:
While using a byte day aligners, patient experienced bite alignment issue, their left side bite feels uncomfortable. The patient's teeth are hitting each other and are uncomfortable on their left side. They experience this issue when they first take out their aligners, but after time their teeth seems to settle and do not hit each other as hard.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.